Manufacturer narrative:
(B)(4). Batch number: p56m06. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? The surgery was donor nephrectomy case, the indication was cutting and closing of renal artery and renal vein what was the surgical procedure? Donor nephrectomy were staples visible after firing the device? If so, describe shape. After the device was fired, the organ vein received from the patient (kidney) has no staples on it. The incident happened due to the vein not being closed. How was the bleeding addressed? The surgery went to open surgery immediately. All surgery personnel came to the room and an intervention was made with hand and competitor firm's stapler. Three units of blood were given to patient. Were any clips used in vicinity of stapler use? No clips were used. Which firing of device was event? First firing of the device. Can it be confirmed that the entire compressed vessel was proximal to cut line? Yes. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Yes. Did the surgeon wait 15 seconds prior to firing? He waited for 10 seconds. Was there any tension on vessel? Yes. What is the current patient status? The patient is stable and healthy.

Event description:
It was reported that during the surgery, the device cut but didn't close the renal vein, then the patient lost a lot of blood. They saved the patient by switching the laparoscopic surgery into open surgery. Three units of blood was given to the patient.

Manufacturer narrative:
(B)(4). Device received for additional analysis but has not been completed.

Manufacturer narrative:
(B)(4). Batch number # p56m06. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. The cartridge was removed from the decontamination pouch and visually examined with an optical microscope. Images of the surface were taken using the microscope (page 2). On the distal end of the cartridge was a formed staple that was consistent with the shape and size of a staple used in the pve35a/vasecr35 products. This staple was encased in dried blood indicating that it was most likely deposited on the cartridge during surgery. The cartridge was then examined in the scanning electron microscope (sem) which can analyze a material at a high magnification and greater resolution than an optical microscope. Additionally, the sem has an energy dispersive x-ray (edx) spectrometer attached that can detect the elements present in a material. Images of the surfaces of various drivers and edx spectra were collected. When a cartridge is loaded with staples and subsequently fired, some of the titanium alloy from the staple will transfer onto the surface of the drivers in the cartridge and the anvil in the instrument. Several of the drivers were examined for the presence of titanium. Most of the drivers were completely covered with dried blood and could not be examined for evidence of staples. Several of the drivers on the proximal end of the cartridge were less covered in dried biologic matter and these were examined. Pages 3 ¿ 5 show the sem images and edx spectra from these pockets. In these drivers there was evidence of microscopic particles of titanium alloyed with aluminum and vanadium in ratios consistent with the alloy used in the staples loaded in the vasecr35. Conclusion: in multiple drivers examined on the cartridge, evidence of titanium alloy particles consistent with the alloy used in the vasecr35 were detected. Additionally, a formed staple was present on the distal end of the cartridge. It is highly likely that staples were present in the cartridge when the device was used during surgery.